Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported complaint was not confirmed as the needle passed all investigative tests and the iceball size is within specification.

Event description:
Prior to a cryoablation procedure, two iceforce 2.1 cx 90°needles and system tested fine with no issues to report. During the freeze cycle the physician was unable to visualize the typical ice ball shadow on the x-ray. The physician continued with the procedure and was able to complete the case with no injury to the patient.